Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their low blood glucose levels. The customer's blood glucose level at the time of incident was 225mg/dl. The customer states they treated with food. The customer states their levels had been in the 60mg/dl. The customer states the pump was damaged and the screen was unreadable. The customer states it has teeth marks. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. However, the insulin pump was returned with chew marks damage on the lcd window screen and buttons keypad overlay noted. The insulin pump also had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.